Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8249530. Medical device expiration date: 2020-01-31. Device manufacture date: 2018-09-06. Medical device lot #: 8276782. Medical device expiration date: 2020-02-29. Device manufacture date: 2018-10-03. " (B)(6).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.